Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 500-600 (mg/dl) and large levels of ketones determined to be dangerous over the past 10 days. Reportedly, customer believed that their bg levels were caused by an unspecified illness. Customer administered insulin injections, administered a bolus, programmed a temporary basal insulin rate, and drank water to treat their bg levels and ketones. Recommendation was made to consult with their health care provider to discuss diabetes management.